Event description:
Blade shed bits of metal in the joint; most pieces were removed. Sales representative mentioned that there were some shavings left in the patient.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)